Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument generated false low na results. Results were reported out of the laboratory. Of the 48 samples run, 25 needed to be repeated and amended. Treatment was not initiated or withheld based upon the original results reported. Customer believed it was a tech training issue because the event occured after the operator performed maintenance. Customer stated that they will retrain tech on performing maintenance. Field service engineer (fse) examined the instrument and removed and replaced failed level sense bead for reagent probe a. Fse performed all necessary alignments and calibrated chemistries as needed and ran customer quality control. Fse verified performance.